Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The staple guide was missing. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoid surgery, the device was fired after seeing the green chart/sing, but the staples did not come out; even a single staple, and the device cut the tissue with the knife. The anvil can be tilted after firing but the anvil was bent. The physician had to stitch the tissue manually with the old method. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorrhoid surgery, the device was fired after seeing the green chart/sing, but the staples did not come out; even a single staple, and the device cut the tissue with the knife. The physician had to stitch the tissue manually with the old method. There was no patient injury.